Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient expired at home due to unknown causes. The patient¿s family found the patient unresponsive following a seizure while connected to the liberty select cycler at home. Emergency medical services (ems) were called, and the patient was pronounced deceased at home upon arrival of ems. The cause of death was not reported to the outpatient clinic; however, it was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical investigation: be determined as there was no reported source; however, it was reported by a medical professional there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s). It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient expired at home due to unknown causes. The patient¿s family found the patient unresponsive following a seizure while connected to the liberty select cycler at home. Emergency medical services (ems) were called, and the patient was pronounced deceased at home upon arrival of ems. The cause of death was not reported to the outpatient clinic; however, it was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Correction: h10 clinical investigation clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of the patient¿s death cannot be determined as there was no reported source; however, it was reported by a medical professional there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s). It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient expired at home due to unknown causes. The patient¿s family found the patient unresponsive following a seizure while connected to the liberty select cycler at home. Emergency medical services (ems) were called, and the patient was pronounced deceased at home upon arrival of ems. The cause of death was not reported to the outpatient clinic; however, it was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed on the cycler and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the simulated treatment. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient expired at home due to unknown causes. The patient¿s family found the patient unresponsive following a seizure while connected to the liberty select cycler at home. Emergency medical services (ems) were called, and the patient was pronounced deceased at home upon arrival of ems. The cause of death was not reported to the outpatient clinic; however, it was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).